Event description:
The patient reported that at a routine device check the device had "malfunctioned". It "stopped" and there was "no readout". Additional information was received reporting the device had no output and the patient had experienced a couple episodes of vertigo, but no syncope. It was noted that at a previous device check approximately seven months prior, the battery projected 2.5 years remaining. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device is part of the advisory for this model. Evaluation summary: testing revealed no output and no telemetry. The no output and no telemetry conditions were the result of lifted hybrid bond wires.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device is part of the advisory for this model. Analysis of the device is in process; results will be forwarded when available.